Event description:
This is filed to report incomplete coaptation and worsening mitral regurgitation it was reported on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted the patient had a flail, prolapse, friable leaflets. And imaging was difficult. An xtw clip was inserted and deployed on the mitral valve, reducing mr to a grade of 1-2. The following day, echocardiography was performed and it was observed clip had detached from posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4+. For treatment, an additional mitraclip procedure was performed. One clip was implanted, reducing mr to a grade of 3. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda associated with the clip detaching from the posterior leaflet per the physician was related to patient conditions (friable leaflet tissue). Image resolution poor is related to patient and procedural circumstances as imaging was reported to be difficult due to patient anatomy. Mitral valve insufficiency/ regurgitation (worsening) appears to be due to the slda. The reported patient effect of mitral regurgitation is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.